Event description:
Part 236132. Lot c58f6 - 2027-04-01. Customer was giving injection and was able to prime the needle, but when she went to inject the insulin, it would not inject, and when she pulled the syringe out, the needle stayed in her skin. She was able to pull the needle out of her skin. She will start a new box of pen needles and return this one to us for investigation. Replaced devices and sent return label.

Manufacturer narrative:
Devices were returned on 2/8/2023 and forwarded to the manufacturer for further investigation. DHR was reviewed and no records of defects were observed. Archival and returned samples were tested by visual assessment in magnification on microscope and no defects were observed. Also, 10 randomly selected pen needles from both samples were assembled on the pen injector. With every attempt, droplets on the cannula were observed and injection of the applied dose can be seen, which is visible on the paper and confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. Also, triple puncture tests were performed and no defects were observed. Complaint not confirmed. Rca not conducted as complaint was not confirmed. No CAPA. Htl filed MDR in us. Complaint closed.

Manufacturer narrative:
Product involved in incident was returned for evaluation and forwarded to the manufacturer for further evaluation. Evaluation results are pending. Arkray will file a follow-up report when evaluation is complete.

Event description:
Part 236132. Lot c58f6 - 2027-04-01. Customer was giving injection and was able to prime the needle, but when she went to inject the insulin, it would not inject, and when she pulled the syringe out, the needle stayed in her skin. She was able to pull the needle out of her skin. She will start a new box of pen needles and return this one to us for investigation. Replaced devices and sent return label.